Manufacturer narrative:
No evaluation possible at this time. The implants have not been removed from the patient nor has the identifying lot number(s) been provided.

Event description:
Follow up post pkj revision using invictus open system. The surgeon observed set screws back out at several levels. Current plan is to monitor patient for any additional set screw back outs and only revise if necessary. The invictus spinal fixation system was implanted on (B)(6) 2019.